Manufacturer narrative:
Concomitant product: c6tr01 ipg, implanted: (B)(6) 2016.

Event description:
It was reported that the left ventricular lead pacing impedance was low and an alert was triggered. The impedance trend noted it was generally lower, so the lead is being monitored and remains in use. The patient was a participant in the world-wide randomized antibiotic envelope infection prevention trial (wrap-it.) No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.